Event description:
Customer alleges the casters will not stay on the chair, they strip and the wheel falls off. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model ter, serial number/date code is unknown at this time. The owner's manual part number 1122172 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumer's preexisting medical condition states a spinal cord injury. The consumer's stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer stated that the casters will not stay on the wheelchair. They become stripped and fall off, an issue with the fork. The consumer has been in a wheelchair for 30 years, therefore, he has 4 spare wheelchairs in his attic which he retrieves spare parts from. No injury or medical intervention alleged. No RMA issued at this time for the return of the casters or fork.